Event description:
It was reported that clinical engineering was seeing many air in line (ail) channel errors and receiving 242.4030 errors. Ail assemblies have "op1" damaged. Clinical engineering has approximately 15-18 ail assemblies in a box needing to be replaced. No physical damage/impact noted on the devices. This was reported to bd representative during site visit. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue related to broken/damaged op1 sensor and channel error 242.4030 could not be determined during the investigation, as no devices, logs, or additional evidence returned for evaluation. Based on the photos provided by the facility, it could be confirmed that the failure of the op sensor in the air line assembly caused channel error 242.4030. The motor stall - ail assy broken op1 issue was escalated via dir# (B)(4). A log analysis could not be performed as there was no device or logs returned for investigation. Bd alaris system user manual (v12.1.2), states do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris¿ system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported error code 242.4030 is being attributed to the damaged optocoupler sensors of the ail assembly. Inadequate manufacturing procedure practices lead to the ail op1 infrared/encoder led hitting the lvp camshaft encoder flags or the motor assembly. As a result, the ail op1 infrared/encoder led is impacted and causes damage to the solder joint integrity, microcracks or bending. Pump modules with these minor defects can eventually present system error 242.4030 when the solder joint is separated and the op1 infrared/encoder led will break or separate from the ail board. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinical engineering was seeing many air in line (ail) channel errors and receiving 242.4030 errors. Ail assemblies have "op1" damaged. Clinical engineering has approximately 15-18 ail assemblies in a box needing to be replaced. No physical damage/impact noted on the devices. This was reported to bd representative during site visit. There was patient involvement but no harm.